Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4) , serial: (B)(6), batch: a000154856. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced erosion through the skin of one of her leads. As a result, surgical intervention was undertaken on an unknown date wherein patient's system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.